Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with adult degenerative scoliosis correction with tlif and 1 level os tenotomies and underwent scoliosis to pelvis correction. During surgery, the screwdrivers snapped inside the 8.5 mas screw head, while trying to back-out the screw it was completely lodged in the patient pelvis with 10 mm of the screw still sticking out of the bone .the product came in contact with the patient. No fragments of the broken part remained inside the patient. No patient symptoms or complications occurred as a result of the event.

Manufacturer narrative:
Product analysis: visual and microscopic evaluation confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.